Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported unknown side capsular contracture baker grade IV and is concerned that the their implant is an "allergan type of biocell prosthesis and that it was related to anaplastic giant cell lymphoma." Device remains implanted.